Event description:
It was reported that the customer had high blood glucose levels of 489 mg/dl. The customer reported treating with manual insulin injections. Troubleshooting was done. The customer states the cannula was occluded. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).